Manufacturer narrative:
According to available information, this lead was successfully repositioned, remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during the post operative follow up visit prior to discharge, an xray revealed this right ventricular lead was dislodged. A revision procedure was performed, this lead was successfully repositioned. Acceptable measurements were obtained post revision. No adverse patient effects were reported.